Event description:
In 2007, v.a.c. Therapy was initiated in the hospital on a patient with a history of peripheral vascular disease on a right groin wound following a femoral artery bypass. The patient had an infection prior to v.a.c. Therapy being initiated and was receiving intravenous antibiotic therapy. The patient was also on anticoagulation therapy. The patient was discharged home nine days later where v.a.c. Therapy was resumed. Ten days later, the day after the home health nurse did a dressing change, the patient bled from his wound and had to be admitted to the hospital where a blood vessel required surgical repair. The patient's course of care after surgical repair was uneventful.

Manufacturer narrative:
The attending vascular surgeon who repaired the patient's graft indicates that the patient was a high risk for bleeding and had already bled after the graft was placed prior to v.a.c. Therapy being initiated. The physician further indicates that he cannot attribute the bleeding to v.a.c. Therapy. The physician also indicates that when he repaired the graft, it did not look like there was "adaptic or any other material in the base of the wound; it was just one big clot". The physician indicates that there was a small branch of the saphenous graft that had a punctate disruption that he suspects was a staple puncture, but there was no way to know for sure. The device was returned for evaluation and found to be operating according to specifications. Although there was no report or indication that vac therapy caused or contributed to this event, we are reporting this event pursuant to our current policy.